Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial, in liquid. Visual inspection found the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm ticm12.6; -14.0/1.0/133 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vaulting; pupil block with elevated intraocular pressure; unreactive (fixed) pupil; and it was indicated that enlargement of pi (yag) was performed on (B)(6) 2021. The problem is not resolved but it was noted a planned lens replacement is taking place on (B)(6) 2021.